Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi mode. The battery status was noted to be low and further troubleshooting could not be performed. No patient symptoms or additional information was reported.